Event description:
Customer reportedly received the following results on the advantage system within 10 mins: hi, 249 mg/dl, and 257 mg/dl. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. The customer did not provide the timeframe of how long the malfunction has been occurring. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot numer 549545, expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.